Manufacturer narrative:
Concomitant medical products: etlw1624c93e, sn (B)(4), expiration date: 2016-12-16, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a fusiform 5.1 cm in diameter abdominal aortic aneurysm, 4 cm in diameter right femoral artery aneurysm, and 2.5 cm diameter left common iliac artery aneurysm. It was reported that the endurant stent grafts were successfully implanted, the contralateral limb was implanted to the level of the left hypogastric artery. During the same procedure the 4 cm diameter right femoral artery aneurysm and 2.5 cm diameter left common iliac artery aneurysm were treated. Approximately six months post implant the patient presented with right groin pain. A CT revealed that the 16x199 endurant stent graft in the right common iliac artery had in stent thrombosis/occlusion. It was unknown whether the thrombosis extended to the level of the bifurcation. Per the physician, there was a kink in the distal stent graft. Approximately one month later the patient has soreness and tightness in the right groin area after sitting or walking for long periods of time. There has been no intervention performed. The physician stated that the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported right iliac artery thrombus could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. Films from the reported occlusion event were not returned for review and assessment. The pre-implant films returned revealed that the patient had a long (4 ¿ 5 cm) proximal neck that ranged in diameter from 24 ¿ 22mm, and the neck was moderately angulated ~50° deg a-p and 60° deg l-r. Films returned from 2 months and 7 months post-implant revealed that near the level of the flow divider where the origin of the ipsi/right limb exited the 24mm diameter neck, the right limb was acutely angulated ~75° and had kinked; the right limb was compressed down to ~5mm ID at the kink. The right limb extension was seen positioned down into the right common iliac artery, and the left/contra limb was placed down into the proximal section of the left common iliac artery; the aneurysmal lcia was not excluded. Contrast was seen within the 4.5cm aaa from a likely type ii endoleak being fed by the ima. It is possible that the stent graft kink near the origin of the right limb, which resulted in a diameter restriction down to ~5mm, contributed to the reported right iliac artery thrombosis and occlusion due to the flow restriction. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.